Event description:
The surgeon inserted a micl12.6 implantable collamer lens and the lens tore as it was being inserted into the eye. The lens was cut out of the eye to removed and replaced with another same model, same diopter icl. There was no patient injury.

Manufacturer narrative:
(B)(4):visual inspection of the returned lens showed the lens was returned in liquid and only one haptic was received. The rest of lens was torn off and missing. A lens work order search was performed and there were no similar complaints found within the work order.conclusion (unable to confirm):based on the complaint historyl, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).